Event description:
Plaintiff reports initial bilateral implantation in 1981. Plaintiff alleges various illnesses including, but not limited to, swelling and pain in joints, skin rashes, and memory loss.